Event description:
(B)(4) report received reporting multiple 41237-06 td catheter balloons failed to maintain inflation. This is the f/u report to provide the device return investigation results. Device return: three (3) used 41237-06 td catheters, lot 06-508-sl (exp date 08/2012) one (1) pkgd arrow ck-09850 sheath/dilator; one (1) pkgd arrow st-09875 contamination shield. Visual inspection confirmed the three returned used 41237-06 td catheter balloons were torn/damaged. No abnormalities recorded with the two pkgd devices. Engineering testing and analysis of the two packaged 41237-06 catheters recorded both devices met all performance and product specifications. Additional testing of the two unused 41237-06 catheters with the returned ancillary devices were conducted. Each of the catheters were inserted through the returned contamination shield and then through the sheath. The catheter balloons were then inflated and remained inflated. The results recorded no tears, damages or abnormalities. As part of ICU medical's continuous improvement initiative a multi-discipline team was initiated to perform in-depth analysis of this issue; determine the root cause(s) and implement appropriate. Additional engineering investigation and analysis are in progress. Status of the activities include: functional data obtained from production lots and engineering studies were reviewed. No trends/failures in performance were found. A review of the raw material data was conducted. The analysis noted that new lots of failures balloon material (polyisoprene) are received every 6 months, but consumption can vary based on sales/market needs. Potential root cause: polyisoprene is continually aging, balloons mfg with older material, when subjected to certain conditions (shipping, heat, etc.) May experience material degradation/deterioration. The reported lot # 06-508-sl was mfg 08/2011 with a labeled exp date of 08/2012.

Manufacturer narrative:
Conclusion: visual analysis of the as received condition confirmed the three returned used catheter balloons were torn/damaged, thus confirming the reported inflation problem. Functional testing and analysis of the two returned packaged same lot devices recorded no performance and or out of spec conditions. The exact cause of the reported problem remains unk at this time. The MFR is continuing to monitor, investigate and trend inflation related issues.